Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located at the left anterior descending (lad) artery and the circumflex (cx) artery. Another MFR's stent was placed in the proximal lad, however the stent protruded slightly at the ostium of the cx. A 2.75 x 32 mm taxus express2 stent was implanted in the distal cx. The stent did not completely cover the lesion so the physician opted to place a 2.75x12mm liberte' bare metal stent however, this stent was unable to cross the lesion. The device was removed from the patient and it was noted that the edge of the stent was lifted. The procedure was completed with poba. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.